Event description:
It was reported that the patient experienced cuff erosion through the bulbous urethra with an artificial urinary sphincter (aus). A surgical procedure was performed on an unknown date in which the entire system was removed. There were no device malfunctions with the explanted device. The physician did not believe the erosion was caused by the device. After the patient had healed, the patient underwent a surgical procedure to implant a new aus. The procedure had good results and the patient fully recovered following the intervention.